Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately six to eight months ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be return. No further information could be obtained despite good faith efforts.